Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: part: 323.042. Lot: 9876392. Manufacturing site: werk hägendorf. Supplier; na. Release to warehouse date: 10 may 2016. Expiration date: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2024, a tip of the locking lcp drill guide broke when trying to bend the plate with this piece. An attempt was made to remove it, but it was not possible, so the specialist decides without problem to put the plate like this. There was no type of discomfort on the part of the specialist. The surgery was not delayed, it was completed successfully and the broken fragment was threaded into the locking hole of the plate that was used, it did not remain nor was it necessary to remove it inside the patient. There was no impact on the patient. This report is for a 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for (B)(4).